Manufacturer narrative:
There was no report of any product issue during the procedure. This event refers to b+l clinical study # (B)(6).

Event description:
Reportedly, a patient with a pre-operative diagnosis of ¿macular hole os¿ underwent surgery on (B)(6) 2017, which consisted initially of ¿pars plana vitrectomy (ppv)¿. The patient had pre-existing lattice degeneration with retinal hole, located in the inferior quadrant of the peripheral retina, which had been previously treated with laser. The core vitrectomy and posterior vitreous detachment (pvd) induction were completed with the hypersonic vitrector. A retinal tear and retinal detachment was observed at this point during the surgery, in the same location as the pre-existing lattice degeneration. The surgeon switched from the hypersonic vitrector to a conventional guillotine vitrector to complete the peripheral vitrectomy. In addition, the surgeon performed endolaser around the retinal tear and injection of silicone oil. The retina was successfully reattached. At the (B)(6)2017 follow-up exams, the macular hole was closed and the retina remained attached. The patient¿s condition is assessed as ¿resolved with sequelae¿ following repair of the retinal detachment, due to the remaining presence of silicone oil, which will require subsequent surgery in approximately 3-6 months for removal. This report refers to hypersonic vitrector handpiece 1 of 2 used during the vitrectomy/pvd induction surgery.